Event description:
During a pulmonary vein isolation procedure, thrombus was noted. The impedance value increased approximately 10-30 ohms several times during radiofrequency ablation and upon removal, thrombus was noted on the catheter. The catheter was re-flushed outside the patient and saline did not irrigate from 4 of the irrigation holes. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information d9, g3, h2, h3, h6 one bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The device met specifications during temperature testing, occlusion testing, and leak testing. Fluid was noted to flow from all six irrigation ports when the device was primed. In addition, electrode 1 and the tip thermocouple met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported thombus remains unknown.